Event description:
It was reported that the caregiver experienced a temporary loss of dexcom g7 continuous glucose monitor (cgm) glucose data display in the connected app, indicated by three lines and a lost-connection status, after which glucose values resumed without further assistance and without blood glucose impact. No adverse clinical symptoms were reported. Outcomes included no alarms or alerts and no need for medical care. User support included remote troubleshooting guidance to toggle connection and attempt sensor repair to restore data transmission. Investigation of this case revealed an intermittent connectivity issue with the continuous glucose monitoring interface, which resolved spontaneously with no device component defect identified. It was concluded, based on previously established findings for similar reports, that the cause was a transient communication interruption.